Event description:
A pt experienced cardiac arrest during treatment of a system 1000 hemodialysis instrument. The treatment was stopped and CPR was given. The pt was then taken to the ICU. The instrument was operating normally and was not in an alarm mode at the time of the incident. The facility bio-med could not find anything wrong with the instrument and has since been using the instrument without any problems.